Event description:
It was reported by service report that there was no CPR function and the footboard was damaged. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Results: decoupler, footboard.